Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, and the ipg had eroded through the skin. On examination, the physician noted redness, swelling, and yellow fluid at the site. Physician cleaned the area with betadine. Physician brought the patient into the or seven days later, explanted the ipg and sensing lead, and a portion of the stimulation, and closed.